Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that a piece of the screen chipped and fell off while the customer was playing basketball. The patient's blood glucose at the time of incident wsa 92 mg/dl. The damage occurred due to the customer falling on the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and peeling display window cover.